Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 12/28/2024, it was reported that the patient experienced inaccurate cgm values. At approximate 10pm local time at her residence, the patient experienced difficulty breathing. The cgm reading was high and there was no bg taken. Her son called emergency service and provided firs aid assistance. The cgm reading was still high and the patient couldn´t remember the bg value taken by the emergency medical services. The paramedics didn´t provided any treatment and the patient was taken to the hospital. When they arrived at the emergency room (ER) the cgm reading was still high and there was no bg value documented. The patient was treated with unspecified IV medication. At the time of the report the patient was still hospitalized but stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.